Manufacturer narrative:
Other text: device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the screen was scratched. The investigation found that the device displayed error code 1600 when it was powered up. The investigation determined that an issue with the processor on the circuit board was the cause of the reported issue. The circuit board was replaced.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited error 1660 alarm. No patient involvement reported.